Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, dyspareunia ("painful intercourse"), anxiety ("anxiety"), fatigue ("fatigues"), tooth disorder ("dental issues"), weight increased ("weight gain"), infection ("infection"), vomiting ("vomiting") and migraine ("migraine headaches"). The patient was treated with surgery (to remove the essure implant). Essure was removed in 2015. At the time of the report, the device dislocation, dyspareunia, anxiety, fatigue, tooth disorder, weight increased, infection, vomiting and migraine outcome was unknown. The reporter considered anxiety, device dislocation, dyspareunia, fatigue, infection, migraine, tooth disorder, vomiting and weight increased to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.